Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
It was reported that the introducer was used during vascular access and the guidewire detached in vivo, leaving a fragment in the right proximal great saphenous vein. Access was obtained in the right posterior accessory vein without issue, and the guidewire was advanced easily into the vein without resistance. A 7fr sheath with dilator was advanced over the wire and placed in the vein, and the dilator and guidewire were removed without resistance. Ultrasound imaging then showed foreign material in the vein, and it was identified as part of the guidewire. The provider aborted the planned venaseal procedure and performed a phlebectomy to remove the guidewire fragment. The detached component was successfully removed, and inspection showed the floppy part of the guidewire had separated. The vein was reported to have closed. No further patient injury reported.